Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6 fr 90 cm destination sheath was received for product evaluation. The sheath was mated with dilator when received. Visual inspection of the sheath revealed damage on the tip of the sheath. Microscopic analysis confirmed that the sheath tip was damaged in a fashion where there were folds, and a bulge on the tip of the sheath. The outer diameter of the sheath was measured to be 0.112" which is within specification. The inner diameter of the sheath tip is 0.087"(specification is 0.087 " ± 0.002"). The dilator was subjected to visual analysis and no damage was noted to the dilator. For functional testing, an 0.035 in radiofocus glidewire was inserted into the dilator and it passed through the dilator without any issue. A review of the device history record of the product code/lot# combination was conducted with no findings.+ the complaint can be confirmed for sheath tip mechanical damage. Based on the damage observed, the cause of the event cannot be determined, however, it is likely that the tip of the sheath may have come in contact with difficulties at the point of insertion that propagated various forces that deformed the tip of the sheath. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number- requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that it was not possible to advance the destination on the guidewire. There was no patient involved. Additional information was received on 30apr2021. The procedure being performed was a neuro. There was no damage really very visible on the tip of the dilator when it could not be advanced on the guidewire, they only noticed it when they wanted to advance it on the gw. They continued the procedure with a second ds. A terumo gw was used. The patient's condition was stable.